Event description:
It was reported that during acoma (anterior communicating artery) aneurysm case the operator prepared to use the subject stent to assist the coil embolization. When the subject stent reached the position at about 1/3 from microcatheter proximal the operator found the subject stent didn't follow the delivery wire advancing. So withdrew the microcatheter and the subject stent out together and found it deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during acoma (anterior communicating artery) aneurysm case the operator prepared to use the subject stent to assist the coil embolization. When the subject stent reached the position at about 1/3 from microcatheter proximal the operator found the subject stent didn't follow the delivery wire advancing. So withdrew the microcatheter and the subject stent out together and found it deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received on 24-nov-2024, stated that resistance encountered inside the catheter shaft.

Manufacturer narrative:
B5: executive summary - updated. H3: device evaluated by mfg ¿updated. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and note to be deformed. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath distal tip was intact. A functional inspection for the reported event stent deployed prematurely during use functional was not performed as the event was confirmed during visual inspection., and for the reported stent difficult/unable to advance or pullback through catheter, it could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported nv - stent difficult/unable to transfer could not be replicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was unknown. The stent was returned deployed and note to be deformed. The sdw was found to be kinked/bent. The stent introducer sheath was intact. It is probable that the anatomy may have contributed difficulty advancing the device through the microcatheter and therefor the subsequent deployment issue. It is also possible that the introducer sheath may have moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would deploy into this gap and would not be able to be advanced or pulled back through the catheter. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath and in the proximal section of the microcatheter shaft. An assignable cause of procedural factors will be assigned to the as analyzed and as reported codes 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and to the as analyzed codes 'sdw kinked/bent' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.